Manufacturer narrative:
The customer indicated that the analyzer smelled like a burning wire and then would no longer power on. The analyzer could not be powered on during the investigation therefore the event is reportable as we are not able to confirm the report of the burning odor. No reports of injuries from user facility. Note: late filing is part of magellan diagnostics, inc. Response to FDA's 483 issued on (B)(4) 2017. (B)(4). Customer complaint: (B)(4).

Event description:
User facility contacted magellan's product support team to report that their leadcare ii blood lead analyzer would no longer power on. The customer indicated that the analyzer smelled like a burning wire and then would no longer power on.